Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a calibrating not accepted and then a change sensor. The customer's blood glucose was 118 mg/dl at the time of incident. Customer stated that the there was blood at side. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report. (B)(4).

Event description:
The case was reported in error.